Event description:
The customer reported that she had unexplained low blood glucose. Paramedics were called to assist her due to low blood glucose. Customer stated that she was treating with soda, but low blood glucose did not change. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Button error alarmed due to corroded keypad trace. Unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to keypad damage.